Event description:
Physician reported left side "simple cyst at 1 o'clock ", capsular contracture baker grade IV, lobulated contours, hypoechoic, oval and circumscribed nodules (not device related), and sparse calcifications. Device remains implanted

Event description:
Healthcare professional reported left side "scattered punctate microcalcifications are observed in both mammary glands," "sparse calcifications," "capsular contracture baker grade IV," and "lobulated contours." Healthcare professional also reported "hypoechoic, oval and circumscribed nodules," and "simple cyst at 1 o'clock" which are not device related. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, calcification, wrinkling, lump/nodule-ndr, cyst-ndr.